Manufacturer narrative:
Investigation is not complete. Add'l information has been requested from the surgeon. Trends will be evaluated. This report will be amended when the investigation is complete. Event device code is addressed in the package insert.

Event description:
Allegedly, the cup moved when patient was trying to get up from couch. Screws were used, but intraoperatively. Cup was more vertical than design intended. Revised to another company's product.